Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels in the 300 mg/dl range. Reportedly, the customer forgot to program the max bolus setting when setting up their pump. Tandem technical support guided the customer through programming pump settings. Customer delivered a bolus to stabilize blood glucose levels.